Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion with straight geometry was located in the moderately tortuous and mildly calcified superficial femoral artery. Following pre-dilatation, a 5.0x 60mm, 80cm ranger paclitaxel-coated pta balloon catheter was advanced through the sheath with a loading tool. However, during the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.